Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed and found the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer retuned opened and used.

Manufacturer narrative:
The customer states that her blood glucose was high, it was almost 400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 400 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was unable to upload to carelink. The sensor may have been damaged or bent. The customer was sent a new sensor.